Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The location of the break was marked by the facility on a drawing of the device. The break of the extension tubing occurred midway between the luer and hub. The information provided stated the device "was broken during transfer of patient from gurney to table for imaging study". Without an evaluation of the device involved, we are unable to determine the cause of this event; however, it appears that during the transfer, the device was stressed beyond its design capabilities.

Event description:
It was reported the "PICC was broken during transfer of patient from gurney to table for imaging study".